Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was exhibiting noise on the ventricular channel. The device had charged and delivered inappropriate shocks. X-ray revealed that the lead had been dislodged. The lead was repositioned.